Event description:
It was reported that the pace/sense lead impedance was measuring out of range. Trending showed high impedances for the last two years. The rv capture threshold was also high. Lead fracture suspected. The physician chose to cap the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.